Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, specifications, quality control and visual inspection of the returned device was conducted. One ngage nitinol stone extractor was received for evaluation. The device was returned with the unidex handle (udh) in the closed position and the basket formation in the closed formation. The collet knob was tight and secure. The male luer lock adaptor (mlla) was tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. The support sheath has bowed appearance. A visual examination noted the basket sheath is frayed at the distal tip of the support sheath. The basket sheath is separated at the base of the support sheath; exposing coil. A functional test noted the udh handle actuates the basket formation, but does not close the basket formation completely. The complaint is confirmed. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformance's were noted. A review of complaint history for the product lot revealed this complaint to be the only reported complaint associated to complaint lot number 7378059. The definitive root cause of this device issue could not be determined and no conclusion can be drawn. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, prior to patient contact and during pre-testing, the ngage nitinol stone extractor would not close all the way. Another device was reportedly used for the procedure, and the complaint device never made contact with the patient.